Manufacturer narrative:
During the repair of the product an analysis has been carried out. During a short test run the heat up was reproducible. The power consumption was far out of specification which shows that the bearings are running stiff / gritty. After disassembling of the product it got visible that inside the handpiece has been a high debris level. Debris causes unusual friction within all moving parts which results in stronger wear and temperature increase. Root cause for high debris level is that the handpiece gets not reprocessed / maintained as requested by user instruction. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a dental treatment the handpiece heated up and burned patient's lip. Patient was told to apply otc ointment to the burn. The dental office is not able to recall patient name hence it is not possible to pull file for further details. Hence age and gender of patient can not be supplied and also date of event is best estimate.